Event description:
As it was reported by the affiliate: the balloon had a problem with inflation. The balloon seemed to have a hole in the body. The target lesion was the superficial femoral artery.

Manufacturer narrative:
The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.